Event description:
During a laparoscopic hysterectomy for fibroid uterus, ligasure sealing device was used for lysis of adhesion's and transection of ligaments and vessels prior to uterus removal. During the surgery it was discovered that tip was missing from the ligasure. It was found to be the tip that had broken off from the ligasure. It is retained.